Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while recapping the bd integra¿ syringe with detachable needle a needle stick injury occurred to the right ring finger. Injury occured after use. No further information given. No reports of medical intervention noted.

Event description:
It was reported that while recapping the bd integra¿ syringe with detachable needle a needle stick injury occurred to the right ring finger. Injury occured after use. No further information given. No reports of medical intervention noted.

Manufacturer narrative:
Investigation summary: this complaint was opened as a result of bd associate sustained an accidental needle stick injury during samples investigation for pr tw 163928. Crs 1844201a was also opened to capture all activities and follow up made to consumer, bd associate , 3rd party hcp and bd legal department- see attached crs 1844201a for details. DHR review for batch 6201980 (p/n (B)(4). Manufacturing dates: 08/14/2016 to 08/17/2016. Batch quantity was 255,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6201980 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: this complaint was opened as a result of bd associate sustained an accidental needle stick injury during samples investigation for (B)(4). Correction: type of reportable events corrected to: serious injury.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Device returned to manufacture: no.

Event description:
It was reported that while recapping the bd integra syringe with detachable needle a needle stick injury occurred to the right ring finger. Injury occured after use. No further information given. No reports of medical intervention noted.